Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was confirmed on (B)(6) 2024 that the controller disconnect was related to the software upgrade. The cause of the low flow alarms was stated to be due to dehydration, and they resolved with the software upgrade. No patient symptoms were observed.

Event description:
It was reported that the patient had frequent low flow alarms (lfa) decreasing their quality of life, so both of the patient's system controllers were changed to lfa2.0. The log file captured several low flow events on (B)(6) 2024 prior to the system controller being disconnected. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: primary UDI corrected. Manufacturer's investigation conclusion: the system controller, serial number (B)(6), was initially added to this investigation to address the reported event of a controller exchange. Provided information later indicated that the controller was exchanged only due to the low flow 2.0 software being installed. There were no allegations against the performance of the exchanged controller. The submitted log file was also reviewed, and there were no alarms or events within the in the log file that indicated an issue with the system controller. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. A) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.